Manufacturer narrative:
(B)(4).

Event description:
Revision surgery of the left hip due to evidence of metallosis was performed.

Manufacturer narrative:
This is a reopened legal complaint reporting left hip revision of both the bhr head and cup due tometallosis and elevated metal ions. The right hip was also implanted with bhr devices, and revised 2days prior to the left hip (c-0157455). As of today, device return and additional information has beenrequested for this right hip revision but has not become available.in the absence of the actual devices, the production records were reviewed for the devices reportedlyinvolved in this incident. Device history record review confirmed that all released parts metspecifications applicable at the time of production.as stated in our previous investigation of this case, it was noted that the devices reportedly used in thispatient's original implantation were inserted in belgium in 2004, and later revised in the USA in 2014. Itmust be noted that this patient was therefore implanted with bhr devices before the bhr system wasapproved for used by FDA in the USA (which occurred on may 9, 2006). As such, this patient's deviceswould have not been subject to us regulation at the time of implantation, and would have containeddifferent instructions for use (IFU) than were later included in us supplied devices.the supplied medical information was reviewed. Review of the provided revision reports for the left andright bhr resurfacing indicates that the patient had right hip pain and elevated cobalt bloodconcentrations that was described as ¿in the 60s for cobalt forms going higher¿. Corresponding reportsand units were not provided. During both revisions after taking down part of the gluteus medius andminimus it was noted that there was metal/black staining on both sides. Without a histopathologicalanalysis, the nature of the intraoperative findings remains unknown.no x-rays were provided that show the position of the implants in-vivo. Therefore, a relation of theposition or fixation of the implants to the reported revisions cannot be investigated. The additionalprovided documents did not provide information that could explain the later revision. There isinsufficient medical information to assess the circumstances leading to the revisions thoroughly.information relevant to determine the root causes were not available.without return of the actual devices or further information we cannot further investigate or confirm thedetails supplied in this complaint, and our investigation remains inconclusive. If the products oradditional information become available in the future, this case will be reopened. No preventative orcorrective action has been initiated as a result of this investigation.